Event description:
It was reported that the stent inadvertently deployed. A 6mm x 40mm x 130cm innova self-expanding stent system was selected for use. During preparation with a syringe on the back table outside the patient, the stent deployed early. The safety lock was not removed from the handle. The procedure was completed successfully. No patient complications were reported.

Manufacturer narrative:
Device eval by manufacturer: returned product consisted of an innova self-expanding stent system. The outer sheath, tip, inner sheath, and the remainder of the device were checked for damage. Visual examination revealed that the stent was partially deployed approximately 8mm from the middle sheath. There was a kink to the outer sheath at the nosecone and 3.7cm from the distal end of the middle sheath. Microscopic examination revealed no additional damages. Inspection of the remainder of the device revealed no other damage or irregularities. Product analysis found damage that could have contributed to the inadvertent deployment.

Event description:
It was reported that the stent inadvertently deployed. A 6mm x 40mm x 130cm innova self-expanding stent system was selected for use. During preparation with a syringe on the back table outside the patient, the stent deployed early. The safety lock was not removed from the handle. The procedure was completed successfully. No patient complications were reported.